Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was far-field r-wave oversensing and it was also questioned as to why the atrial events are seen as atrial refractory. The lead remains in use. No patient complications have been reported as a result of this event.